Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Wear and tear damaged enclosure, tank cover, front cover, line cord, pole clamp, float switch, and block assembly. Started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on power switch. The reported problem was duplicated. The root cause of the reported issue was found to be the power control board was cracked. Actions were taken to mitigate the reported issue: replaced the power control board. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the device display was not working when powered on. No patient injury was reported.